Event description:
It was reported that the patient had two inappropriate shocks due to t-wave oversensing via a change in the intrinsic morphology. The t-waves were the same size as the r-waves. There was some noise as well. The patient had just run a 5k event with his two sons. At the finish line, the patient received two inappropriate shocks. During a follow-up, the data review found that the shock impedance was 113 ohms, which is high but within normal limits. The sensing vector was set to the secondary vector. Technical services reviewed the electrograms and discussed some programming and testing options. There were no additional adverse patient effects. The system remains implanted.